Manufacturer narrative:
The event occurred in (B)(6). Medwatch with identifier (B)(6) is for mobile system, medwatch with identifier (B)(6) is for aviva system, medwatch with identifier (B)(4) is for aviva nano system.

Event description:
Caller reported symptoms of hypoglycemia with a mobile blood glucose result of hi, which on the system indicates a result in excess of 33.3 mmol/l. Same system retest result within 1 minute was 10.5 mmol/l. Another result of 3.5 mmol/l was taken within another minute using either an aviva system or aviva nano system, caller unsure which. Reported no adverse event. Strips not available for return, replacement sent.